Event description:
During intraocular lens implantation, the mport tore a hole in the capsule. A vitrectomy was performed and surgery was completed using another type of lens with no further problems.